Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes molding defect in tube wall was discovered. The following information was provided by the initial reporter: it is reported customer experienced a molding defect with vacutainers. Seeing lavender tubes with plastic sticking out from the inside wall of the tube. We have seen two of these tubes, one last week and now this one today. We noticed them because the xn piercer is hitting the plastic and giving us a sampling error. When the tube is full of blood it looks like a clot on the side of the tube. Due to the labels sticking the lot number is hard to read.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/11/2020. H.6. Investigation: bd received 33 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged with the incident lot was observed. Additionally, the customer samples alone with retention samples were evaluated by visual examination and the indicated failure mode for damaged with the incident lot was observed however, this defect is not caused by any manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100272. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-04-09. Medical device lot #: 0100274. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-04-09. Medical device lot #: 0133344. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-05-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes molding defect in tube wall was discovered. The following information was provided by the initial reporter: it is reported customer experienced a molding defect with vacutainers. Seeing lavender tubes with plastic sticking out from the inside wall of the tube. We have seen two of these tubes, one last week and now this one today. We noticed them because the xn piercer is hitting the plastic and giving us a sampling error. When the tube is full of blood it looks like a clot on the side of the tube. Due to the labels sticking the lot number is hard to read.